Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the electrophysiology laboratory for the removal of the right ventricular lead due to increased impedance and capture threshold values. The lead was extracted without complication. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported events of ¿lead exhibited high impedance and increasing thresholds¿ were confirmed. As received, the distal portion of the lead was returned in one piece measuring 51.0 cm. Electrical testing did not find any indication of conductor fractures or internal shorts. The low voltage impedance test was not able to be performed due to the ¿as received" condition of the lead portion. Visual inspection of the lead portion found calcification covering the ring electrode which is assumed to be the cause of the increasing thresholds and high impedance as indicated on the device session records. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found external abrasion breaching the optim sheath noted at 44.5 cm to 44.9 cm from the distal tip, proximal to the suture sleeve tie impression. The silicone insulation underneath was undamaged. The cause of the external abrasion is consistent with friction to the device can.